Event description:
Same case as MDR ID 2134265-2013-00376, 2134265-2013-00387. It was reported that during an intravascular ultrasound (ivus) procedure in a percutaneous coronary intervention, the device was unable to pullback. During the ivus procedure, the motordrive of ilab did not auto pullback. Manual pullback was not attempted. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).